Manufacturer narrative:
Follow-up #1: date of submission 09/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2015. The pump booted to the verify screen with vibratory and audible features. The pump was exercised for 24hrs with no errors, alarms or warnings emitted. A review of the daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required specification. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl without symptoms associated with an inaccurate delivery issue. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.